Manufacturer narrative:
H3, h6: result of investigation: in this case, there was no evidence of serious patient injury, and the surgeon may have been unaware of the existing clinical guidance medial pain related to bone remodeling for cementless uka. Investigation update: as correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action may be indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4). Smith & nephew, inc., has initiated a field action to voluntarily remove the engage cementless partial knee system from the market. This complaint was originally processed in the engage surgical complaint management system prior to acquisition by smith & nephew, inc. The event has been reassessed and is being retrospectively reported in association with the field action. Additionally, the investigation of this incident previously conducted by engage surgical has been re-opened for review. A supplemental report will be provided upon completion of further investigation activities by smith & nephew, inc.

Event description:
It was reported that, after partial right knee arthroplasty was performed on (B)(6) 2020, the patient experienced unexplained pain around 5-months post-operation. X-ray and CT imaging showed no evidence of patient injury or device malfunction. Implants were intact, well placed, and the surrounding bone had no evidence of damage. CT showed good bone approximation of the implants. Even though, due to the pain, revision surgery was conducted on (B)(6) 2021. Patient's current health status is unknown.